Event description:
It was reported that the customer at the facility claimed that a catheter had been withdrawn from a patient with the tip end missing. A spokes person who stated that she was not present at the case, reported for the facility that the catheter had been placed in the arterial side of an a-v fistual. The catheter was placed in the upper arm, inflated, and when withdrawn, the balloon was gone. No other details of the case were presented. There was no attempt to retrieve the balloon. The patient, a 65 year old male with end stage renal disease had no perioperative complications and had been sent home.